Event description:
The customer reported that the device displayed a red x and svc required message.

Manufacturer narrative:
(B)(4). The customer reported that the device displayed a red x and svc required message. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.